Event description:
It was reported that an asymptomatic patient presented in clinic for follow up and far p wave oversensing was observed. Programming changes were made. Lead remains implanted. Patient is in good condition and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.